Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's energy function was intermittent. The customer tried replacing the energy cord with a new one, but the issue persisted. When the customer used a new instrument, there was no problem with the energy function. There might be an issue with the device's energy transmission function. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was an energy related issue. It was unknown if the conductor wire was broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the instrument exhibited arcing during the energy test, abnormally strong spark was delivered during the energy test. The complaint regarding intermittent energy function with the instrument was confirmed by failure analysis. The probable root cause for the failure is not established.